Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were described as unremarkable. It was reported that 4 stent grafts were implanted without complications. A CT was done 1 day post implant and the physician saw air bubble trapped between the stent graft and the aorta in a few spots. The physician does not think the air bubbles are related to infection, the patient did not have a pre-existing infection and does not have infection now. Clinically, the patient is asymptomatic and is doing fine. It was reported that at the index procedure the final angiogram run showed 2 to 2.5 cm of overlap and no endoleak was present. Currently, an angiogram performed showed that there was a type iii endoleak, separation between the left contralateral limb and contralateral extension. An endurant ii was successfully implanted to bridge the stent grafts and repair the endoleak. The physician thinks that the event was caused by the lack of overlap at the index procedure. No additional clinical sequelae were reported and the patient is fine. A review of a single returned angiogram image at implant shows that the contralateral extension in the left iliac is overlapping the contralateral limb by approximately 1.5cm. A single still angiogram image from a current study now shows that the contralateral extension has separated from the contralateral limb. The contralateral extension is also noticeably more angulated compared to the image at implant. Images showing post re-lining of the limb separation were not provided. The likely cause of the separation is insufficient device overlap at implant.

Manufacturer narrative:
(B)(4). Evaluation method: (film evaluation). Evaluation results: inherent risk of procedure (endoleak). Incorrect technique/procedure (insufficient stent graft overlap). Evaluation conclusion: operational context contributed to event (insufficient stent graft overlap). Known inherent risk of a procedure (endoleak).